Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Customer's blood glucose level was around 300 mg/dl.